Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a high blood glucose(bg) of at least 600mg/dl with polydipsia, polyuria, nausea, and vomiting, associated with a loss of prime. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was determined that the loss of prime was triggered by an auto off alarm, and the settings were changed to the basal rates. The user did not acknowledge the auto off alarm and resulted in a loss of prime. This complaint is being reported based on the allegation that the patient experienced hyperglycemia as a result of use error.